Manufacturer narrative:
The insluin pump had no button response due to an unlocked keypad connector. No frozen display was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump froze and buttons were not responding. Caller states tha batteries were changed with no resolution. Customer's blood glucose was 173 mg/dl. Caller was advised that insulin pump would need to be replaced.